Manufacturer narrative:
Follow-up submitted to report device evaluation. Oral hygiene and other relavent history are unknown. (B)(4).

Manufacturer narrative:
This complaint is being submitted late due to lack of claim information from customer. Patient's weight is unknown.

Event description:
Per complaint (B)(4), patient experienced failure of implant to integrate.